Event description:
Report received that a patient presented with an increase in seizures and headaches. It was also reported that the magnet activations had been unable to stop the patient's seizures and the patient felt like the device was not working. Using the available programming data, a battery life calculator indicated the battery was likely functioning normally. The patient's generator was replaced. The manufacturer representative present for the replacement reportedly interrogated the generator prior to replacement. He also ran system diagnostics. The device was able to be interrogated and showed normal functionality and battery life. The generator has not been received by the manufacturer to date. No further relevant information has been obtained to date.

Event description:
Further information was received that the generator had been returned to the manufacturer for analysis. Product analysis was later completed on the generator. Other than typical explant procedure related observations, no surface abnormalities were noted on this device. Evaluation of the explanted pulse generator¿s reed switch was performed on the test bench, which confirmed normal, expected reed switch function and magnet current with magnet activation. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator also performed according to the functional specifications of the current automated electrical test. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. No further relevant information has been received to date.